Manufacturer narrative:
Concomitant medical device: ddbb1d1 ICD implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high rate non-sustained episodes and non-physiologic noise/oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.